Manufacturer narrative:
Concomitant products continued: a2dr01 ipg, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead position check failed. No cause was determined at the time and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the atrial lead position check (alpc) was a false positive. The clinic confirmed that testing was done and results were normal. It was also indicated that the right atrial (ra) lead exhibited oversensing which resulted in false atrial fibrillation (af) episodes when the patient has no history of af. Reprogramming was completed and the implantable pulse generator (ipg) and ra lead remain in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.